Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Flow damage. Visual inspection: the device was found to be stripped at proximal threads. Hence the complaint can be confirmed. Dimensional inspection: diameter was measured. Document/specification review: mre could not be performed since the lot number is unknown. Conclusion: the exact cause of the damaged threads is unknown, but it is likely due to contact with other metal and this led into stripped damage. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5; d1-d4; d2: additional procodes: mqn, jey; d11; g1, g5. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: it was reported that on (B)(6) 2020, the case involved fixation of a mandible fracture were plate and screws removed and the surgeon noticed a small portion of plate facing bone had flaked off. The surgeon selected cut to an unknown 2.4 modular mandible plate but unclear if the part number were 449.612 or 449.621 due to the piece selected not having a reference number on it on an unknown date. Previously cut plate was bent to conform and screws were placed and the surgeon was not happy with fixation. It is unclear which of 3 screws were used in this hole. The surgeon selected a new plate and successfully implanted it with appropriate screws. The procedure successfully completed. The patient outcome is unknown. Concomitant device reported: 2.4mm ti locking screw 12mm f/locking reconstruction plate (part # 497.672, lot # unknown, quantity # 1). 2.4mm titanium cortex screw self-tapping 10mm (part # 405.510, lot # unknown, quantity # 1).

Manufacturer narrative:
Additional narrative: 510k: this report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an revision surgery to treat the mandible fracture with plate and screws. For the fixation, surgeon selected previously cut (unsure of date when it was cut) 2.4 modular mandible plate. Previously cut plate was bent to conform and screws were placed and the surgeon was not happy with fixation. Plate and 3 screws were removed and surgeon noticed that a small portion of plate facing bone had flaked off. It is unclear which of 3 screws were used in that hole. The surgeon selected a new plate and successfully implanted it with appropriate screws. The procedure successfully completed. The patient outcome is unknown. Concomitant devices: screws: trauma (part: unknown, lot: unknown, quantity: 2), 2.4mm titanium cortex screw self-tapping 10mm (part: 405.510, lot: unknown, quantity: 1), plate (part: unknown, lot: unknown, quantity: 1) this report is for unknown screws. This is report 2 of 2 for (B)(4).